Event description:
It was reported a patient underwent an unknown procedure on an unknown date in (B)(6) 2025 and topical skin adhesive was used. Broken & dirty tube. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did this issue contribute to any patient adverse event? Where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) Is it possible that the foreign material/dirt fell into packaging upon opening of device? Was the product seal on the foil still intact when the package was opened? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) please perform and document the follow up attempt for product return. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information: d9, h3, h6. Additional information was requested, and the following was obtained: was the seal on the package damaged? If yes, please describe. No information. Please provide a photo of the reported issue. Please confirm that product will not be returned: yes. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ahv12 device was returned inside it's packaging opened. Upon visual inspection, no foreign matter was observed inside the packaging and the returned unit was containing a polymerized vial and the ampule was broken. This evidences that the pen device was broken. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Due to the damages found on the device, the compliant is confirmed, a possible cause for these conditions is due to improper handling during transit or storage. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected d4 lot #. Corrected d4 expiration date. Corrected h4 manufacture date. Additional information was requested, and the following was obtained: please correct the lot of complaint product as below: 1 tube : 102akq ¿ exp 30/06/2026. 1 tube : 1074z2 ¿ exp 28/02/2027. Did this issue contribute to any patient adverse event? No. Where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) No. Is it possible that the foreign material/dirt fell into packaging upon opening of device? No. Was the product seal on the foil still intact when the package was opened? No. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) hapharco distributor. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. No information related complaint product return. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the seal on the package damaged? If yes, please describe. Please provide a photo of the reported issue. Please confirm that product will not be returned.